Event description:
During a lap colectomy procedure, the surgeon was attempting to remove blue spike from center rod of anvil. He had a clamp on the center rod and another clamp on the distal blue spike. The spike broke off inside the center rod. He had to remove the anvil open another cutter to complete the procedure. No pt consequence.

Manufacturer narrative:
H4: info anticipated, but unavailable at this time. 510(k) number is k940967.